Event description:
A report was received that the trial patient kept going in and out of consciousness and was admitted at a hospital. The physician believed that the patient had a spinal fluid infection which was procedure related. The trial lead was removed. The patient was prescribed with oral and intravenous antibiotics and was discharged from the hospital. The patient was reportedly doing well.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2316-50e, serial #: (B)(4), description: infinion 1x16 perc lead and splitter 2x8 kits. The explanted devices were not returned to bsn as they were discarded by the medical facility.